Event description:
The customer reported an error condition "cuvettes failed water blank test" was generated when using the unicel dxc 600 synchron system. Routine troubleshooting did not resolve the problem and a beckman coulter field service engineer was required to remedy the problem. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and found that the wash/vacuum probe #2 was obstructed. The fse could not find the obstruction and could not confirm the identity of the obstruction. The fse resolved the issue by replacing the wash/vacuum probe. The source assembly was also replaced, however, this not related to the obstructed wash/vacuum probe. Identified failure mode: the failure mode is an obstructed wash/vacuum probe. This failure can impact any or all cartridge chemistries, including critical chemistries. (B)(4).